Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. The pump reportedly stopped insulin delivery during the night, but the customer declined to troubleshoot the cause. There was no impact to the customer's blood glucose level.